Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours with no power interruptions. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor reported that there was no power to the pump. There was no reported patient impact associated with this complaint. The distributor did not detail any troubleshooting with regard to the power issue.